Event description:
It was reported that during a lap chole procedure, the device locked up and would not close and could not get out of the pt. Took the trocar and everything out. Was using a 5.2 mm trocar. Case completed with another trocar and opened new device to complete the case. No pt consequence.

Manufacturer narrative:
Date sent: 05/31/2007. Disengaged jaws. Eval summary: the analysis results for the el5ml instrument confirmed that it was returned non-functional. The instrument was returned with the jaws disengaged from the cam. The instrument was cycled and short fed the clips. Upon disassembly of the instrument, the advancer tip was found to be bent backwards. The disengaged jaws caused the device to lock-up during procedure. No conclusion could be reached as to what may have caused the damage to the advancer. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.